Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure as the implantable pulse generator (ipg) was not holing a charge. The patient underwent an ipg revision procedure wherein their ipg was removed and replaced. The ipg was retained due to facility policy and will not be returned for analysis. Postoperatively, the patient was doing great.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Correction to the initial MDR in block(s) h6.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure as the implantable pulse generator (ipg) was not holing a charge. The patient underwent an ipg revision procedure wherein their ipg was removed and replaced. The ipg was retained due to facility policy and will not be returned for analysis. Postoperatively, the patient was doing great.